Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - boston scientific received information that this right ventricular (rv) lead dislodged following pocket closure which was determined by a change in paced qrs complex and chest x-ray. Lead was repositioned successfully and remains in service. No additional adverse patient effects were reported; as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.